Event description:
Resident was being transferred from wheelchair to bed via mechanical lift with assistance from two cnas. During transfer, both cnas reported that the trapeze bar holding the sling with the resident became unbalanced and the lift began tipping.